Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had and low blood glucose. Customer had blood glucose of 300 mg/dl and was treated with bolus from insulin pump and had low blood glucose of the 49 mg/dl and was treated with the glucose tablets and had to suspend delivery started to come back up, stopped suspend. The current blood glucose was 147 mg/dl. Customer declined troubleshooting for the high and low blood glucose. Customer stated that, the sensor had sensor updating and change sensor alerts. Customer did not receive a change sensor alert after a calibration not accepted. The insulin pump will not be and sensor will be returned for analysis.